Event description:
On (B)(6) 2012, the patient contacted animas, alleging the up and down arrow keypad buttons were intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and cleaned it with an alcohol wipe. The user guide instructs the patient that under no circumstances should an alcohol wipe or skin prep be used to clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. Evaluation revealed that the down arrow keypad button was intermittently responsive; the up arrow and contrast keypad buttons were found to be unresponsive. There was evidence of contamination found under the key contacts. Unrelated to the complaint, moisture was found in the battery compartment. A leak test was performed and the display lens was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.